Event description:
The customer alleged ¿level of the drug circuit for the syringe pump relays: traceability of erroneous administration with incorrect values of speed or name of drugs used totally wrong". The device was not in use on a patient.